Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant's suture knot from the ultra fast-fix was loose. Both t implants were removed from the patient using tweezers due to the reported malfunction. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t2 and suture were returned on the end of the needle, past the dimple. No deficiency in the t2 suture knot. The t1 has been cut from the suture and was not returned. The variable depth straw was not returned. A functional evaluation, using a simulation meniscus, showed the t2 will not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.